Manufacturer narrative:
Investigation report is on retained samples by the manufacturer. Unused samples are being returned by the customer. Will attach to follow up submission.

Event description:
Patient was 3 hour 15 minutes into a 4 hour hd treatment when staff stated they observed blood leaking from the blood pump segment on the machine. Reported that hd treatment was stopped and the bloodline and dialyzer was thrown away. Blood was not returned to the patient. She reported that the patient was stable during and after the event. Patient did not require any further medical attention related to this issue. Staff did not retain the bloodline for return to us.

Manufacturer narrative:
Investigation report attached is on retained samples by the manufacturer. Unused samples are being returned by the customer. Will attach to follow up submission. 10/07/2022: final investigation report attached is on unused samples from same lot, returned by the customer.

Event description:
Patient was 3 hour 15 minutes into a 4 hour hd treatment when staff stated they observed blood leaking from the blood pump segment on the machine. Reported that hd treatment was stopped and the bloodline and dialyzer was thrown away. Blood was not returned to the patient. She reported that the patient was stable during and after the event. Patient did not require any further medical attention related to this issue. Staff did not retain the bloodline for return to us.